Event description:
It was reported that the patient experienced a mild hematoma on her right breast at the implantable pulse generator (ipg) pocket site following the initial procedure to implant the deep brain stimulation (dbs) system. No action was taken in response to the hematoma, but the patient was hospitalized longer than expected following the implant procedure. The physician assessed the event to have a causal relationship to the procedure and a non-boston scientific tunneling tool, and not related stimulation.

Event description:
It was reported that the deep brain stimulation (dbs) clinical study patient (a4012 vercise dbs dystonia registry) experienced a mild hematoma on their right breast at the implantable pulse generator (ipg) pocket site following the initial implant procedure. No action was taken in response to the hematoma, but the patient was hospitalized longer than expected following the implant procedure. The physician assessed the event to have a causal relationship to the procedure and a non-boston scientific tunneling tool, and not related stimulation.

Event description:
It was reported that the deep brain stimulation (dbs) clinical study patient: (B)(6) vercise dbs dystonia registry) experienced a mild hematoma on their right breast at the implantable pulse generator (ipg) pocket site following the initial implant procedure. No action was taken in response to the hematoma, but the patient was hospitalized longer than expected following the implant procedure. The physician assessed the event to have a causal relationship to the procedure and a non-boston scientific tunneling tool, and not related stimulation.

Manufacturer narrative:
Correction to the initial MDR in block g3.

Event description:
It was reported that the deep brain stimulation (dbs) clinical study patient (a4012 vercise dbs dystonia registry) experienced a mild hematoma on their right breast at the implantable pulse generator (ipg) pocket site following the initial implant procedure. No action was taken in response to the hematoma, but the patient was hospitalized longer than expected following the implant procedure. The physician assessed the event to have a causal relationship to the procedure and a non-boston scientific tunneling tool, and not related stimulation.